Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Performed charge and boot test and passed. Performed functional test and passed. Performed "try it" test and passed. Performed audio test using the communication tool and passed. Open and interior inspection and passed. Take speaker measurement and passed. The receiver log review was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.